Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the patient was not feeling well, and that during a recent device check, the patient became extremely nauseous after every interrogation. The patient also indicated that the implantable cardioverter defibrillator (ICD) settings 'suddenly changed,' and the patient started receiving ventricular therapy but the device was indicated to be "firing for no reason" and it was not understood why the device was firing. The patient expressed concerns about the device being hacked. Additionally, the right ventricular (rv) lead exhibited high thresholds. The ICD and lead remain in use. No further patient complications have been reported as a result of this event.